Manufacturer narrative:
(B)(4). The covidien service engineer (se) was not able to duplicate the reported condition. The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery on a 980 ventilator was not charging. The ventilator was not in use on a patient at the time the event occurred.